Manufacturer narrative:
The sample was sent to an external laboratory where the anti-tshr result from the yamasa method was 127.60 iu/l. The sample was submitted for investigation where the sample was tested multiple times on an e602 module serial number 1286-07 using reagent lot 438270 expiring feb-2021 with the following results: the un-diluted result was >40.00 iu/l. The result using x2 dilution was 77.36 iu/l; the result using x4 dilution was 133.2 iu/l; the result using x5 dilution was 154.65 iu/l; the result using x8 dilution was 202.16 iu/l; the result using x10 dilution was 223.5 iu/l; the result using x16 dilution was 263.36 iu/l; the result using x32 dilution was 301.12 iu/l; all anti-tshr results (from the customer's analyzer, the yamasa analyzer and the roche analyzer used at the investigation site) were considerably above the measuring ranges of the respective assays. Calibration and qc at the investigation site were acceptable. The investigation is ongoing.

Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. Customer should follow the recommended dilution listed in the method sheet. The recommended dilution is 1:5 to 1:10. Reference is made to the following statement in the method sheet of the assay: the (anti-tshr) autoantibodies are heterogeneous and this gives rise to non-linear dilution phenomena for certain individual samples. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant dilution results for 1 patient sample tested for elecsys anti-tshr immunoassay (anti-tshr) on a cobas 6000 e 601 module: the result using x2 dilution was 79.74 iu/l. The result using x4 dilution was 137.44 iu/l. The result using x8 dilution was 185.76 iu/l. The result using x16 dilution was 225.92 iu/l. The result using x32 dilution was 229.12 iu/l. No questionable results were reported outside of the laboratory. The results of 225.92 iu/l and 229.12 iu/l were similar so the customer reported those results outside of the laboratory. The customer suspects an interference in the sample affecting the results. The e601 module serial number was not provided.